Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp (omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the suction channel of the subject device tested positive for unspecified bacteria. The facility returned the subject device to olympus (B)(4) for inspection. The other information on the event was not provided but there was no report of infection associated with this report.